Event description:
A malfunction alarm was reported involving a pump distributed by rubin medical aps in denmark, with the incident occurring on (B)(6) 2025. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support resolved the issue by arranging for a replacement pump to be sent, confirmed the shipping address, and guided the customer through storage mode setup for the faulty pump. The customer was instructed to use multiple daily injections as a backup insulin therapy and to return the malfunctioning pump using a pre-paid label.